Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
New information added to the following fields: b3 and b5. The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the suction channel of the scope were cultured and found <5 ufc/100m of staphylococcus hominis, pseudomonas aeruginosa, and stenotrophomonas maltophilia. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for <5 ufc/100m colony forming units (cfus) of staphylococcus hominis, pseudomonas aeruginosa, and stenotrophomonas maltophilia on (B)(6) 2024. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and legal manufacture's final investigation. Additionally, to provide a correction to the previously reported culture results, to provide a correction to the initial with information inadvertently left out (a1 and d9), and to provide an update to fields (h3 and h4). Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Correction to the previous provided culture test as the correct results are listed below: sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 8 cfu. Bacterial identification: staphylococcus hominis, pseudomonas aeruginosa , stentrophomonas maltophia. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu:<1cfu/endoscope, conform. Bacterial identification: no detection. The device was evaluated by olympus. However, olympus could not confirm the bacteria reported by the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.